Manufacturer narrative:
Device was used for treatment, not diagnosis. Femino, j., vaseenon, t., levin, d., and yian, e. (2010). Modification of the sinus tarsi approach for open reduction and plate fixation of intra-articular calcaneus fractures: the limits of proximal extension based upon the vascular anatomy of the lateral calcaneal artery. The iowa orthopaedic journal, 30, 161-167. This report is for an unknown calcaneal or cervical h-plate, 2.7mm reconstruction plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: femino, j., vaseenon, t., levin, d., and yian, e. (2010). Modification of the sinus tarsi approach for open reduction and plate fixation of intra-articular calcaneus fractures: the limits of proximal extension based upon the vascular anatomy of the lateral calcaneal artery. The iowa orthopaedic journal, 30, 161-167. This study looked at a clinical series of 13 patients between february 1999 and june 2002 (including 7 chronic smokers and 1 with diabetes and vascular disease) with closed displaced intra-articular calcaneal fractures (sanders types ii and iii) who were treated with open reduction and internal fixation and plating. The patient population included 12 males and one female with an average age of 45.1 years (range from 26-71). The following complication was reported: a patient experienced a hematoma leading to wound dehiscence and debridement. This is report 1 of 1 for (B)(4). This report is for an unknown calcaneal or cervical h-plate, 2.7mm reconstruction plate.